Event description:
Reporter indicated that following generator replacement surgery, an vns patient has experienced an increase in seizures, pre-vns baseline is unk. Medications have been added in response to the event. It was also reported that a caregiver does not believe the patient is receiving vns stimulation because the patient no longer coughs when the magnet is swiped over the generator. Device diagnostics are within normal limits.